Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. Unused, sterile representative samples were successfully tested and no malfunction was noted. A conclusive cause for the reported difficulty to insert the guide wire could not be determined. The treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). Concomitant medical products: guide wire: 0.035 terumo, sheath: 16fr, 22fr, heparin, prostar xl (x4). The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other three prostar xl devices are being filed under separate medwatch manufacturing reports.

Event description:
It was reported that suture placement with two prostar xl devices were attempted in the right common femoral artery (rcfa) and two prostar xl devices were attempted in the left common femoral artery using the preclose techique prior to an abdominal aortic artery prosthesis procedure. Reportedly, resistance was felt when backloading the four prostar xl devices over the guide wire. Four additional prostar xl devices were placed using the preclose technique, two prostar xl devices in the rcfa and two prostar xl devices in the lcfa. The interventional procedure was completed and hemostasis was achieved using the pre-placed sutures of the prostar xl devices in the rcfa and lcfa. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the prostar xl device and established in the preclose technique. No additional information was provided.